Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead attended a routine device follow up. During interrogation, the pacing threshold measurements were high and the pacing impedance measurements had increased gradually and were now 1700 ohms in bipolar and 1278 ohms in unipolar. The rv outputs were reprogrammed to unipolar at 6.5v @ 1.0ms until a new lead was subsequently implanted. No additional adverse patient effects were reported. The old lead remains implanted but not in service.